Event description:
On 10/30/97 pt underwent lipectomy of abdomen, flanks, & posterior thorax. Pt's surgery was unremarkable till 1st pod when they c/o of cp and sob. Pt was evaluated and referred to a hosp. They were examined & treated for bilat pneumothoraces. Nothing in their treatment or x-rays has shown a clear cause of this finding. Rptr has considerable experience with us liposuction in this exact type of case having treated more than 75 similar pts this yr. Only variable noted in this pt was use of mentor generator. This unit was installed at treatment facility on a provisional basis for comparison with existing machine. Mentor machine was assembled by co reps. Machine was difficult to get to function as advertised. Important functional difficulties centered around us canula which frequently experienced shut offs due to mechanical limit function. Co generator is advertised to be 30% more powerful than competitive machine but canula would not function at a comparable power setting. Therefore rep suggested that co generator be used at a higher power setting. This suggestion was refused and competitive machine was used instead at its normal power setting on several pts prior to this pt. Because mentor generator & larger canula would essentially not function under what rptr considered to be normal use, co reps sought add'l technical help from their home office. Actual mentor us generator unit was replaced as it was reported that an early unit from an early series of generators was also noted to experience mechanical limit faults. A new generator was installed prior to pt & again was used to treat other pts in abdomen with mixed success. Co & reps replaced a larger canula in an attempt to correct this problem. Again larger canula experienced numerous mechanical limit faults at normal power settings. Smaller canula had been used on several pts prior to this pt with reasonable function which appeared to be normal with possible exception of a decreased number of mechanical limit faults when they would ordinarily be expected at normal power settings. Co rep was present during this procedure. Smaller canula was used to treat pt at a power setting of 40. No obvious malfunction was noted with use of this canula but more ecchymosis than usual was noted along the superior iliac area in mid axillary line on both sides with bruising being greater on rt side. Again no intraoperative or post-op abnormalities were noted. Mentor machine in question was felt to be inferior to its competitor and after this pt it was decided to return mentor machine prior to any knowledge of this pt's difficulty. Co was notified of this event & had machine picked up eval. Rptr has not heard any results of this eval. It is rptr's concern that mentor generator & canula may have problems with mechanical limit function especially given their advertised increased power delivery at tip of canula. It seems possible that inadvertent damage is possible with this sys when used under normal conditions.